Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) does not charge the batteries. There was no patient involvement.

Manufacturer narrative:
Updated fields - updated fields - b4,d9,e1 (event site postal code - (B)(6) ) h6 (type of investigation,investigation findings,investigation conclusions). A getinge field service engineer evaluated the unit and found device does not charge batteries. Fault found before using the appliance. Defect found: battery charger anomaly, due to an accidental error by the operator in using the machine. Work carried out: correct repositioning of the appliance in the trolley and cleaning of the contacts of the electrical connection system between the trolley and the appliance, tests and functioning tests. Working hours 1271 software version d.01. Final result: repair completed. Operational tests carried out with positive results.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a